Event description:
According to the literature, a retrospective prospective study, a single-center retrospective analysis of 246 pediatric patients, was included after the implantation of a curved-end tenckhof catheter (tc) for peritoneal dialysis (pd) between 2002 and 2022. A tenckhof catheter with a curved end was inserted laparoscopically or via a mini laparotomy. The age group breakdown was 53 newborns (0¿28 days), 32 infants (29 days to 12 months), 80 toddlers (1¿3 years), 44 school-aged children (4¿10 years), and 37 adolescents (10¿19 years). The implantation sites varied: left lower abdominal quadrant (144, 48%), right lower quadrant (98, 32%), middle abdominal line (5, 1.8%), and 52 (17%) were unrecorded. The occurrence of peritonitis (adjusted hazard ratio [ahr] = 0.81, probability [p] = 0.607) and hernias (ahr = 0.22, p = 0.138) were not associated with decreased survival. The overall peritonitis incidence rate was 0.06 per patient per year. Inguinal hernia was 14%, with an additional 2% of males exhibiting hydrocele. The presence of gastric tubes was a significant predictor of peritonitis.

Manufacturer narrative:
D10 - concomitant product: unk pd, peritoneal catheter, (lot: unknown); unk pd, peritoneal catheter, (lot: unknown) aftzoglou, michail. ¿surgical risk stratification and outcome analysis of tenckhof catheter implantations in paediatric patients: a single-centre experience.¿ european journal of pediatrics, vol. 184, no. 172, 2025, https://doi.org/10.1007/s00431-025-06006-x. Pages: 1-11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: e4 (email), g3 correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli 10: according to the literature, a single-center retrospective analysis of 246 pediatric patients was included after the implantation of a curved-end tc (tenckhoff catheter) for pd (peritoneal dialysis), between 2002 and 2022. A tenckhoff catheter with a curved end (covidien; mansfeld, ma, USA) was inserted laparoscopically or via a mini laparotomy. The age group breakdown was 53 newborns (0¿28 days), 32 infants (29 days to 12 months), 80 toddlers (1¿3 years), 44 school-aged children (4¿10 years), and 37 adolescents (10¿19 years). The implantation sites varied: left lower abdominal quadrant (144, 48%), right lower quadrant (98, 32%), middle abdominal line (5, 1.8%), and 52 (17%) were unrecorded. Fifty-six deaths occurred within 61 months. Overall, 18.7% of patients experienced mortality across all groups. The median catheter survival time was 0.6 years. Mortality rates for children requiring renal replacement therapy remain 30 times greater than those of healthy peers. Pli20: according to the literature, a single-center retrospective analysis of 246 pediatric patients was included after the implantation of a curved-end tc (tenckhoff catheter) for pd (peritoneal dialysis) ,<(>,<)> between 2002 and 2022. A tenckhoff catheter with a curved end (covidien; mansfeld, ma, USA) was inserted laparoscopically or via a mini laparotomy. The age group breakdown was 53 newborns (0¿28 days), 32 infants (29 days to 12 months), 80 toddlers (1¿3 years), 44 school-aged children (4¿10 years), and 37 adolescents (10¿19 years). The implantation sites varied: left lower abdominal quadrant (144, 48%), right lower quadrant (98, 32%), middle abdominal line (5, 1.8%), and 52 (17%) were unrecorded. The occurrence of peritonitis (ahr = 0.81, p = 0.607) and hernias (ahr = 0.22, p = 0.138) was not associated with decreased survival. The overall peritonitis incidence rate was 0.06 per patient per year. Inguinal hernia was 14%, with an additional 2% of males exhibiting hydrocele. The presence of gastric tubes was a significant predictor of peritonitis. Pli30: according to the literature, a single-center retrospective analysis of 246 pediatric patients was included after the implantation of a curved-end tc (tenckhoff catheter) for pd (peritoneal dialysis), between 2002 and 2022. A tenckhof catheter with a curved end (covidien; mansfeld, ma, USA) was inserted laparoscopically or via a mini laparotomy. The age group breakdown was 53 newborns (0¿28 days), 32 infants (29 days to 12 months), 80 toddlers (1¿3 years), 44 school-aged children (4¿10 years), and 37 adolescents (10¿19 years). The implantation sites varied: left lower abdominal quadrant (144, 48%), right lower quadrant (98, 32%), middle abdominal line (5, 1.8%), and 52 (17%) were unrecorded. The analysis of seventy-nine revisions showed that males with kidney disease were more likely to undergo revision. The common causes of revision were leakage (32%), dislocation (18%), obstruction (15%), and other dysfunctions (5%).